Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A nurse reported experiencing low vacuum while irrigation/aspiration mode of a cataract procedure. The tip and handpiece were exchanged, but the low vacuum persisted. The case was completed with an alternate sys. There was no harm to the pt.